Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits. It was reported that the lead was implanted with the right ventricular (rv) lead using one stick with two sheaths. Technical services (ts) discussed the potential of the leads touching each other in the pocket area. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits. It was reported that the lead was implanted with the right ventricular (rv) lead using one stick with two sheaths. Technical services (ts) discussed the potential of the leads touching each other in the pocket area. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the information in the field h.device manufacturers only sections 6. Adverse event problem.